Event description:
Consumer called stating one of the heads popped off the brush head during use. No injury was reported.

Manufacturer narrative:
On 15-nov-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating one of the heads popped off the brush head during use. No injury was reported.